Event description:
New information received notes that the right atrial (ra) lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right atrial lead exhibited oversensing of noise which resulted in pacing inhibition. No intervention was reported. Patient was in stable condition.